Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised of a left rejuvenate hip as a result of questionable x-ray findings and hip pain. Follow up information provided by the sales rep confirmed the cup was retroverted, there was no metalossis and the stem seemed well fixed.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that the patient was revised of a left rejuvenate hip as a result of questionable x-ray findings and hip pain. Follow up information provided by the sales rep confirmed the cup was retroverted, there was no metallosis and the stem seemed well fixed.